Event description:
Patient was hospitalized and received 'iam and pacemaker placement' due to previously reported mi.

Manufacturer narrative:
Results: inherent risk of procedure (mi). (B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted during the index procedure; one in the cx and one in the rca. An mi occurred approximately 8 months post index procedure. Investigator indicated that the event was not related to the study device.